Event description:
Upon admission to the hospital the patient's ICD was interrogated. The device battery was completely drained and was not able to deliver any therapies. The device was removed and replaced with a functioning ICD while in the hospital.